Manufacturer narrative:
Sorin group USA, inc. Received a report that the brat 2 autologus blood salvage system lost blood supply and was unable to filter red blood cells during a case. The incident occurred in (B)(6). Despite multiple attempts to obtain patient outcome, no information has been disclosed to date, which is why a medwatch report was filed. Further attempts to contact the customer resulted in the receipt of new information. The user has reported that there was no patient injury associated with this event. With this new information, the complaint has been reclassified as non-reportable.

Manufacturer narrative:
Patient information was not provided. Sorin group USA, inc. Received a report that the brat 2 autologous blood salvage system lost blood supply and was unable to filter red blood cells during a case. The incident occurred in (B)(6). Despite multiple attempts to obtain patient outcome, no information has been disclosed to date, which is why a medwatch report is being filed. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group USA, inc. Received a report that the brat 2 autologous blood salvage system lost blood supply and was unable to filter red blood cells during a case.